Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. The customer's blood glucose was 9.9 mmol/l. Troubleshooting and no anomalies were noted on the drive support cap. The device had alarmed motor position encoder error. Customer stated the motor error alarm had occurred a long time ago and had resolved the issue. However, customer was advised the device needed to be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarm was noted. No motor error alarm was noted. The motor passed the motor test. Unable to verify the motor position encoder error alarm in the alarm history due to the history file being overwritten with displayable history crc alarms due to a corrupted history file. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.